Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was taking too long to prime and was taking 15 minutes to fill the tubing. The customer also stated that the insulin pump was neither beeping nor vibrating currently. Customer stated that they were having trouble hearing the beeps. Assisted customer in performing a self test and insulin pump beeped during the tone test. Customer was able to clear the alarms off the insulin pump because they saw sees them flashing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.